Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the physician was having difficulties screwing the right ventricular (rv) lead into the rv lead port on the pacemaker due to a stripped set screw. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the rv-setscrew could not be tightened on the lead was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the v-setscrew. The wrench was not being aligned to fully insert into the inset of the setscrew and the user/physician tried to tighten the setscrew with only partial incorrect wrench insertion. Therefore, the wrench tip would slip around and then strip that part of the inset the wrench was inserted in. The problem is related to the user¿s incorrect use of the torque wrench.